Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged casing and cap issue was verified. The battery compartment was found to have cracked along the side of in the threads area. The threads on the battery cap were stripped and it was not able to secure properly onto the pump. Using a test cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the keypad buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the user was unable to remove the cap and no evidence of moisture or corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.